Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Cook was informed on 07feb2024 of an incident involving a zenith flex aaa endovascular graft bifurcated main body. On (B)(6) 2024, a patient underwent an evar (endovascular aneurysm repair) procedure. After the graft was implanted ballooning was completed with a cook coda lp balloon catheter. After ballooning, a rupture was identified in the aorta via pigtail contrast injection. The physician tried to repair the rupture with placement of a zenith flex aaa endovascular graft main body extension and converted to open repair to stop the bleeding. However, patient death was reported. According to the site upon opening the abdomen, the proximal aortic neck was found to be extremely fragile and friable, ¿tissue paper¿ was used to describe the condition of the neck. The focus of this report is the zenith flex aaa endovascular graft bifurcated main body that was placed in the procedure. The cook coda lp balloon catheter that was also used during the procedure was reported under manufacturer report # 1820334-2024-00216. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, medical imaging was provided by the customer for expert review. The reviewer noted "an infrarenal aaa was repaired using a zenith flex main body graft and bilateral zsle legs. After coda balloon molding the proximal neck, an aortic rupture was identified, and the procedure was converted to open after cuff placement failed to seal the rupture. The patient expired in the or. Over-inflation of the coda balloon or inflation above the proximal edge of the graft (within the native aorta) could result in vessel rupture. This cannot be confirmed with the limited information given. It is not described or demonstrated in the imaging exactly where the coda balloon was positioned. It is also not known how much volume was used for inflation, but the physician did not feel it was overinflated. There is focal calcification at the lra, which would likely be at the level of the proximal graft edge. Inflation of the proximal graft could have resulted in a tear at this calcification. The graft is likely oversized for this anatomy. While the planning worksheet labels the neck diameter as 21 mm, measurements on the preop CT show a diameter of 19 mm. Inflation to full expansion of the 24-mm graft within this neck could certainly result in vessel rupture. Following open conversion, the proximal aortic neck was found to be extremely fragile and friable and compared to ¿tissue paper.¿ even in the absence of over inflation, the diseased nature of the aorta may have been the main cause of rupture just from graft implantation and vessel manipulation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search did not identify any other complaints associated with the reported device lot. Evidence provided by the complaint facility, device failure analysis, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev5 ¿zenith flex aaa endovascular graft with the z-trak introduction system¿ provides the following information to the user related to the reported failure mode: "1.2 main body delivery system. The zenith flex aaa endovascular graft main body is shipped preloaded onto the z-trak introduction system. It has a sequential deployment method with built-in features to provide continuous control of the endovascular graft throughout the deployment procedure. The z-trak introduction system is designed for precise positioning and allows readjustment of the final graft position before deployment of the barbed suprarenal stent. The main body graft delivery system uses an 18, 20 or 22 french z-trak introduction system. Dual trigger-wire release mechanisms lock the endovascular graft onto the delivery system until released by the physician. All systems are compatible with a .035 inch wire guide. For added hemostasis, the captor hemostatic valve can be loosened or tightened for the introduction and/or removal of ancillary devices into and out of the sheath. The main body delivery systems feature a flexor introducer sheath. The main body delivery systems feature a flexor introducer sheath which resists kinking and is hydrophilically coated. Both features are intended to enhance trackability in the iliac arteries and abdominal aorta. 4 warnings and precautions. 4.1 general. Read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient. 4.2 patient selection, treatment and follow-up. The zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 4.4 device selection. Strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. To avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). Do not attempt to re-sheath the graft after partial or complete deployment . Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance: vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. 4.6 molding balloon use. Do not inflate the balloon in vessel outside of the graft, as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. Use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: aneurysm rupture and death. Aortic damage, including perforation, dissection, bleeding, rupture and death. Endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 7 patient selection and treatment. 7.1 individualization of treatment. The risks and benefits should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: co-morbidities (e.g, cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) patient's anatomical suitability for endovascular repair non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall) freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft the final treatment decision is at the discretion of the physician and patient. 10.5 device sizing guidelines. The choice of diameter should be determined form the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. Table 10.5.1 main body graft sizing guide. Intended aortic . Main body . Overall length to. Contralateral limb/ introducer vessel diameter (mm) diameter (mm) overall length to ipsilateral limb(mm) sheath(fr) 20-21 24 82/112, 96/126, 11/141, 125/155, 140/170 18 pre-implant determinants. Verify from pre-implant planning that the correct device has been selected. Determinants include. 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm and iliac arteries. 3. Quality of aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac aterties/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selection a suitable graft/artery interface site. 8. Consider the degree of vascular calcification." Based on the information provided, expert review of medical imaging provided by the facility, and the results of our investigation, definitive cause could not be determined. However, it is likely patient anatomy and the procedure itself were contributing factors to this event. The image reviewer noted the tffb graft was likely oversized for the anatomy. While the planning worksheet labels the neck diameter as 21 mm, measurements on the preop CT shows a diameter of 19 mm. It was also noted in the image review following open conversion, the proximal aortic neck was found to be extremely fragile and friable and compared to ¿tissue paper.¿ the image reviewer noted even in the absence of over inflation, the diseased nature of the aorta may have been the main cause of rupture just from graft implantation and vessel manipulation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 26feb2024. There was no difficulty advancing the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-24-82-zt) into the patient. Ballooning was performed in the area where the rupture was identified. The doctor stated "he believed there was not "too much" ballooning done." The rupture of the aorta was below the renal arteries and at the top of the aneurysm. The rupture occurred at the proximal part of the aneurysm where the lowest part of the neck starts at the aneurysm.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3 - occupation: materials manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified of an aortic rupture after the placement and use of cook devices. On (B)(6) 2024 an 85-year-old male patient underwent endovascular aortic repair (evar) for an abdominal aortic aneurysm that measured 6 centimeters. No part of the procedure was performed off-label or out of the patient selection criteria. The graft was not altered in any way prior to implant. The patient's aortic neck was described as "parallel." The cook zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-24-82-zt) was implanted. A cook coda lp balloon catheter (rpn: coda-2-9.0-35-120-32) was used to balloon in the neck. A syringe was used to inflate the balloon catheter. The inflation volume used is unknown. After ballooning was completed a rupture in the aorta was identified using contrast injection into the pigtail catheter. A cook zenith flex with z-trak aaa endovascular graft main body extension (rpn: esbe-24-93-zt) was placed to stop the rupture. However, this was not successful. The physician converted to an open procedure to stop the bleeding. When the abdomen was opened, the physician saw the graft on the distal neck of the left side on the aorta. The physician indicated that stitching the aorta during the open procedure was almost impossible due to the friable condition of the aorta. The condition of the aorta was described as extremely fragile tissue. The patient expired in the operating room. The physician stated that the devices were appropriately sized and did not feel that the devices caused or contributed to the patient¿s death. A cook sales representative was present for the evar procedure but was not present for the conversion to the open procedure. The focus of this report is the zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-24-82-zt) that was placed in the procedure. An additional report for the cook coda lp balloon catheter (rpn: coda-2-9.0-35-120-32) will be submitted under patient identifier (B)(6).